Event description:
A malfunction was reported, identified by a code display. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the issue did not recur, and the customer was advised to continue using the pump and to call back if the problem happened again.